Event description:
It was reported the customer's case was broken near the battery on their insulin pump. It was also found the thread was broken on the battery compartment. No additional information provided.

Manufacturer narrative:
Pump was received with unresponsive buttons due to flattened bolus express button dome switch. Unit had cracked belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).